Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure:posterior laminectomy and fusion levels: c3-c5 it was reported that during surgery, the counter torque hit the dura while the surgeon was tightening the set screws. Instrument injured the dura, creating a hole that needed to be repaired. The patient had to get into rehab.